Event description:
The user of the device reports an allergic reaction that started from using the product. Later the reaction developed in an infection and was treated. The user does not have the device anymore but provided pictures of the skin reaction.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We were unable to review the manufacturing and inspection records for this lot as the lot number was not provided. Additionally, no sample was returned for evaluation. However, the images shared with us indicate a reaction to an unidentified substance. Since we did not receive the device for analysis, we were unable to conduct a comprehensive investigation. However, please note that the skater fix device is manufactured in accordance with iso 10993 standards for biocompatibility. Since we do not have a device available for evaluation, we are unable to determine the root cause or identify a corrective action at this time. However, if the sample is returned in the future, we will be happy to revisit this complaint for further assessment. Additional information provided in h6 and h11.